Event description:
Following a successful administration of defibrillation shock to a patient, it was reported that the device lost power and it turned on by itself. Additionally, customer reported that the installed batteries depleted pre-maturely during the event. The patient was transported to the hospital without any further incidents. The reported issue had no adverse effect on the patient. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. Furthermore, the batteries that were used in the event were already placed back to service and were not available for evaluation. The cause of the reported event was not determined.